Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The physician elected to explant and replace the lead. The patient was stable post surgery and was discharged the following day,